Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an over infusion of total parenteral nutrition (tpn). The tpn was infused early at 71 ml/hr, emptied at 1851. The event occurred on 11e surgical intensive care unit. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.